Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were air detected in cassette and balloon valve leak warnings 23 times during pd treatment. A review of the patient¿s treatment records identified that the patient readings from 4 nights prior indicated an overfill. During drain three the patient drained 13,516 ml of 2000 ml fill volume. This drain volume is 676% of the fill volume. The patient did not feel any difference physically. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the overfill indications and said there was no harm, intervention or adverse event associated with the events. The patient did get a new cycler and has been doing treatments going forward with no further issues. The cycler is not available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Vacuum test failed. Vacuum display value reads 329 mbar indicating fluid is present in hp filters. Replaced temporarily hp filters to continue testing. Vacuum test passed. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were air detected in cassette and balloon valve leak warnings 23 times during pd treatment. A review of the patient¿s treatment records identified that the patient readings from 4 nights prior indicated an overfill. During drain three the patient drained 13,516 ml of 2000 ml fill volume. This drain volume is 676% of the fill volume. The patient did not feel any difference physically. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the overfill indications and said there was no harm, intervention or adverse event associated with the events. The patient did get a new cycler and has been doing treatments going forward with no further issues. The cycler is not available to return.